Event description:
It was reported that on (B)(6) during a selenia dimensions procedure. The customer reported that the switch used to rotated the gantry got locked into place and the gantry had uncommanded c-arm motion. No patient injury or staff reported. A field engineer examined the equipment and determined that the switch was failed which he replaced. The system met the manufacturer´s specifications. No other information is available.